Event description:
It was reported to technical services on 6/13/2012 that this patient had some 2nd degree block which progressed to chb probably due to rv lead positioning. Follow up and testing will be done. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).